Event description:
It was reported that alert tones were heard. Interrogation showed noise and oversensing on the right ventricular (rv) lead. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were sixteen ventricular non-sustained tachycardia episodes less than or equal to 210 milliseconds between (B)(4)-2012. The ventricular short interval count was equal to 15.3 counts on average per day, in 30.16 days, between (B)(4)-2012.